Event description:
Can't find tampon - in vagina [foreign body in reproductive tract]. Case narrative: consumer reported via email that she hasn't been able to remove her tampon in two days. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.